Event description:
Item was to be used to stent the cbd, introduced into the cbd as per normal. Failed to deploy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? Olympus duodenoscope scope, 4.2mm channel 3. What was the position of the elevator? - open 4. Details of the wire guide used (diameter, type, make)?awg2-35-260 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Upwards 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? No only the introducer touched the patient -the stent failed to open 7. Please advise the anatomical location of the intended target site. - common bile duct 8. How long was the stent in the patient by the time this complaint occurred? - the stent was not in the patient - the stent failed to deploy 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? N/a 11. Did the patient require any additional procedures as a result of this event? Another evolution stent was used successfully on the patient 12. What intervention (if any) was required? Another evolution stent was used to complete the procedure 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. - n/a stricture information: 1. What was the length and diameter of the stricture? 4cm 2. Where was the stricture located in the body? Cbd 3. Was there resistance felt passing wire guide through stricture? Yes the stricture was tight 4. Was there resistance felt passing the evolution through stricture? Yes the stricture was tight 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? - no 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? During deployment 2. If other, please specify 3. Was the directional button pressed during use? N/a 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? No only the introducer was in contact with the patient 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? - yes after deployment of the second stent 3. If yes, what was used? Fluoroscopy and endoscopy 4. Did the stent open sufficiently to allow withdrawal of introducer safely? No 5. Was the safety wire fully removed before removing the delivery system? No 6. Did any part of the product snag/get caught with the stent when removing the delivery system? No questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other - n/a 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? - n/a 6. Was the lasso (suture) loop used during repositioning - n/a

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 28-jun-2024.

Manufacturer narrative:
Device evaluation: the device evaluation for the evo-fc-10-11-6-b device of lot c2051010 was returned for evaluation open and not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device evaluation of evo-fc-10-11-6-b device took place on 02 jan 2024.the lab evaluation notes and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. Protective tubing returned. Red safety tab not returned. Directional button in neutral position. Safety wire still in place. Red shuttle at 12th dimple. Flexor break observed at end of clear section. Handle actuating fine for deployment and recapture. Unable to deploy stent. When attempting to remove safety wire red luer dethatched from safety wire. Safety wire removed with no issue using pliers. Following the laboratory evaluation clarification was requested from the customer on whether the broken flexor was observed prior to returning the device. No response has been received, if a response is received the file will be updated accordingly. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2051010 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2051010 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause of the stent deployment failure could be attributed potentially to the patients anatomy which may have led to the flexor break that was observed in the evaluation. It is known from the available information that the stricture was tight and resistance was felt when passing the wire guide and device through the stricture. It is possible that during the attempted deployment, a difficult path may have caused a build-up of pressure which may have led to the flexor breaking. The broken flexor could have led to the inability of the user to deploy the stent. Confirmation of complaint : complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer the stent failed to deploy. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause of the stent deployment failure could be attributed potentially to the broken flexor.